Event description:
It was reported that after a transcatheter aortic valve implantation (tavi) procedure, arteriotomy closure of a scarred left common femoral artery was attempted using a perclose proglide device. Reportedly, while advancing the device over the guide wire, the device sheath kinked distal to the footplate. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kinked sheath was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for a kink/bend on the sheath/guide reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).